Event description:
Case front- damaged/cracked , flange gripper- damaged/cracked , syringe top disk holder- damaged/cracked iui- corrosion , handle- damaged/cracked , barrel clamp assy- damaged/cracked , case rear- damaged/cracked case front- lens damage , flange gripper- wiper seal damaged . (B)(4). There was no patient involvement not confirmed unit received unexpectedly ups tracking number (B)(4). Please note: at the time this notification was created, the unit is not marked prcd/received due to missing customer information. There was no patient involvement will be confirmed and noted once needed repairs are confirmed by customer and customer has been contacted. (B)(4).

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).